Event description:
It was reported that the patient started having low flow alarms on (B)(6) 2025. The pulsatility index (pi) and flow were having wide fluctuations on (B)(6) 2025. The patient was quite hypotensive. The log files found multiple pulsatility index (pi) events from 10:19:59 to 11:29:50 on (B)(6) 2025. All of the pi events caused the pump to drop to its low-speed limit of 5900 revolutions per minute (rpm). The data indicated the equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: impact code and medical device problem codes corrected manufacturer's investigation conclusion: review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported events could not conclusively be determined. The controller event log file contained events on (B)(6) 2025 from 10:19:59 to 11:29:50, per the timestamps. The log file contained numerous pi events. No notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no additional complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.